Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device failed the audio test and was very quiet. The customer was unable to increase the volume of the complaint device. The complaint device was not in clinical use at the time that the issue was discovered.